Event description:
Dr. (B)(6) called to alert argon representative (B)(4) of the situation. Procedure was performed by dr. (B)(6). Ivc filter indwelling for 4 years in 51 year old female patient. Original retrieval attempted and failed. Second retrieval attempted under anesthesia. During second retrieval attempt the wall of the ivc was torn with venogram proven extravasation. A stent was placed to repair the vessel wall. Post procedure the patient remained admitted and passed away approximately 3 days later.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Argon attempted to retrieve additional information regarding this event. The event description does not identify any device failure and argon was not provided with any information indicating device failure. According to the product experience report, sample was not available for return. Without the sample or additional information, complaint cannot be confirmed. Hence, no corrective actions are required at this time. If the sample is returned at a future date, this complaint will be reassessed and reevaluated and a follow-up report will be submitted accordingly.